Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon broke the driving cap off of the insertion handle. There was an issue with a connecting screw when trying to remove it after a bilateral tibia nails procedure. The threaded piece of the driving cap is stuck inside the insertion handle. In order to finish the case, they had to slightly mallet on the handle. The connecting screw also had issues on the first side, as well as the second leg, which took a lot of force to unscrew. Broken device was easily removed and there were no fragments generated. There was a surgical delay of five (5) minutes. Procedure was successfully completed. Patient status is unknown. Concomitant devices reported: insertion handle (part# 03.010.440, lot# 160622-301, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: insertion handle (part: 03.010.440, lot: 160622-301, quantity: 1), hammer/mallet (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.475; lot: l361938; manufacturing site: bettlach; release to warehouse date: may 12, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material 1.4542 was used with correct hardness after procedure and documented in device history record (DHR) file. Visual inspection: the driving cap was received at us cq with the distal tip of the device broken off. The distal tip is stuck within the insertion handle (part: 03.010.440, lot: 160522-301). This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as the distal tip of the driving cap broke off and is stuck in the insertion handle. Document/specification review: the following drawing was reviewed: connector f/ insertion handle f/pfna material 1.4542 was used with correct hardness after procedure and documented in DHR file. Conclusion: the complaint condition is confirmed as the driving cap was received with the distal tip of the driving cap broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.